Event description:
It was reported that the patient experienced failure with an artificial urinary sphincter (aus). A replacement surgery was performed in which the previous device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was indicated that no more information was available. Should additional information become available, it will be provided.